Manufacturer narrative:
Method - (process evaluation): device history record review, work order search results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A work order search found no similar complaints. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code (process evaluation): medical review. Results code (process result): per medical review - reportedly, single-piece collamer iol was not advancing properly out of injector causing the lens to tear. Incision was not enlarged and no other injury to the patient was reported. Another collamer lens was successfully implanted. No reported postoperative sequelae. According to the report, dated on (B)(6) 2015, the most likely cause of the event were injector issues ("difficult to load" and " resistance") even for experienced technician. The collamer lens was used with non-validated injector that was a competitor`s product. Dfu under "preparations and usage" recommends :" using the microstaar injector msi-tf and msi-pf with sfc-45 cartridges, msiindigo-p with sfc-25 and the nanopoint delivery system to insert the collamer 1p iol in a folded state". Therefore, the event was not related to any staar device. Conclusion code (unable to confirm complaint): based on the complaint history, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product showed the lens was received dry with tears in the haptic. Conclusion: based on the complaint information and the returned product, we were unable to confirm this complaint. (B)(4).

Event description:
The customer reported the +16.0 diopter cc4204a collamer single piece lens got held up in the asico injection system during insertion and was torn. The lens was removed and replaced without any patient injury. The reporter expressed her concerns regarding difficulties loading the asico injector with experienced surgical techs and recently noted more resistance on this injector. The manufacturer of this device will be notified.